Event description:
Nformation received noted that backup operation was event queue overflow related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator found in backup operation. The device was successfully restored via firmware download. There were no patient consequences.